Manufacturer narrative:
Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received with the tip broken. A review of manufacturing concluded the instrument corresponds to drawings and processes. A review of the device history record did not show irregularities that could have contributed to the reported event. The broken tip is possibly indicative of too much force applied to the tip during usage.

Event description:
It was reported that during a prodisc-c procedure at c6-c7 one of the prongs on the implant inserter broke off as the surgeon was pulling back on the implant (placed too deep). Piece was not left in the pt (confirmed by x-ray). Surgeon used another inserter to complete the procedure with no harm to the pt.